Event description:
It was reported that during the use of the device for a non-clinical activity, the sensor pad was not flat on the ultrasonic level module. There was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed. The field service rep (fsr) replaced the sensor. The unit operated to MFR specs and was returned to clinical use. The suspect sensor was returned to the MFR for laboratory eval. The laboratory technician confirmed that the level sensor head was visibly deteriorated. No add'l action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.